Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would intermittently boot to a blue display screen, and would also present with an error. It was also reported that, when booting to the "select model" screen, the programmer would sometimes beep constantly, and the stylus touch-pen would not function. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comments that the programmer would intermittently boot to a blue display screen, that it would intermittently beep, and that the stylus touch-pen would not function; the programmer passed all tests. It was noted that the plate holding the speaker was bent, and the stylus tip was loose, yet functional. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.